Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-23721. It was reported the patient is experiencing heating from the charger and heating at the ipg site. The patient stated her physician advised her not to charge as long, and the patient indicated this helped. A replacement model 3726 charging system was sent to the patient. It was also reported the patient experienced pain/discomfort at the ipg site. The patient reported she experienced pain whether the system is turned on or turned off. The patient desires to possibly undergo surgical intervention. The patient will consult with a sjm representative as the next course of action. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.